Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had excessive battery changes in the past week. The customer¿s blood glucose level was 6.3 mmol/l. They ran a self-test and the insulin pump alarmed a hardware low level failure. Troubleshooting was performed. They programed a normal bolus into the air and it was recorded in the daily history. They performed a self-test but the alarm recurred. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was not returned for analysis.